Manufacturer narrative:
This investigation was conducted for an unknown lot number of lbh. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The severity is s3-skin burn, skin blister per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23apr2019, version 5.0. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received.

Event description:
Event verbatim [preferred term]. Blistered a little bit from it, but she bought some first aid burn cream [burns second degree], she had a little scar. [Scar], narrative: this is a spontaneous report from a contactable consumer reporting for herself. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from 2014 to an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. She mentioned in 2014 she used thermacare and actually blistered a little bit from it, but she bought some first aid burn cream and it was fine. She had a little scar. She no longer has the product she was using in 2014 when she got a blister and she was not able to provide any product information including upc, lot number, and expiration date. So medical device was not available for evaluation. The action taken for the product was unknown. The outcome of the event "blistered a little bit from it, but she bought some first aid burn cream" was resolved on unknown date. The outcome of the event "she had a little scar" was unknown. According to product quality complaint group: this investigation was conducted for an unknown lot number of lbh. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The severity is s3-skin burn, skin blister per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23apr2019, version 5.0. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received. Follow-up (07aug2019): follow-up attempts are completed. No further information is expected. Follow up (29jul2019): new information received from product quality complaints group included: investigation results and updated event "blistered a little bit from it, but she bought some first aid burn cream" with coding updated to burn blister. Amendment: this follow-up report is being submitted to amend previously reported information: evaluation code updated. Follow-up (10aug2020): this is a follow-up report to notify that the case (B)(4) are duplicates. All subsequent follow-up information will be reported under manufacturer report number 2019255543. No follow-up attempts are needed. No further information is expected., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term]. Blistered a little bit from it, but she bought some first aid burn cream [burns second degree]. She had a little scar. [Scar] narrative: this is a spontaneous report from a contactable consumer reporting for herself. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from 2014 to an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. She mentioned in 2014 she used thermacare and actually blistered a little bit from it, but she bought some first aid burn cream and it was fine. She had a little scar. She no longer has the product she was using in 2014 when she got a blister and she was not able to provide any product information including upc, lot number, and expiration date. So medical device was not available for evaluation. The action taken for the product was unknown. The outcome of the event "blistered a little bit from it, but she bought some first aid burn cream" was resolved on unknown date. The outcome of the event "she had a little scar" was unknown. According to product quality complaint group: this investigation was conducted for an unknown lot number of lbh. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The severity is s3-skin burn, skin blister per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour, effective (B)(6) 2019, version 5.0. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received. Follow-up (07aug2019): follow-up attempts are completed. No further information is expected. Follow up (29jul2019): new information received from product quality complaints group included: investigation results and updated event "blistered a little bit from it, but she bought some first aid burn cream" with coding updated to burn blister. Amendment: this follow-up report is being submitted to amend previously reported information: evaluation code updated., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number of lbh. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received.

Event description:
Event verbatim [preferred term] blistered a little bit from it, but she bought some first aid burn cream [burns second degree] , she had a little scar. [Scar] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from 2014 to an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. She mentioned in 2014 she used thermacare and actually blistered a little bit from it, but she bought some first aid burn cream and it was fine. She had a little scar. She no longer has the product she was using in 2014 when she got a blister and she was not able to provide any product information including upc, lot number, and expiration date. So medical device was not available for evaluation. The action taken for the product was unknown. The outcome of the event "blistered a little bit from it, but she bought some first aid burn cream" was resolved on unknown date. The outcome of the event "she had a little scar" was unknown. According to product quality complaint group: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The severity is s3-skin burn, skin blister per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23apr2019, version 5.0. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up(07aug2019): follow-up attempts are completed. No further information is expected. Follow up (29jul2019): new information received from product quality complaints group included: investigation results and updated event "blistered a little bit from it, but she bought some first aid burn cream" with coding updated to burn blister. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The severity is s3-skin burn, skin blister per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23apr2019, version 5.0. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Blistered a little bit from it [blister], she had a little scar. [Scar]. Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from 2014 to an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. She mentioned in 2014 she used thermacare and actually blistered a little bit from it, but she bought some first aid burn cream and it was fine. She had a little scar. She no longer has the product she was using in 2014 when she got a blister and she was not able to provide any product information including upc, lot number, and expiration date. So medical device was not available for evaluation. The action taken for the product was unknown. The outcome of the event "blistered a little bit from it" was resolved on unknown date. The outcome of the event "she had a little scar" was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event blister as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device.